Event description:
The customer reported that during htlv I/ii, hcv and hepatitis surface antigen assays, a sample barcode was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.